Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. Without return of the entire lead, no complete evaluation can be performed.

Event description:
Patient received multiple shocks, went to ER and presented in vt. Upon interrogation, device was found in backup hardware reset. The rv lead has shown low impedance values. Both lead and ICD were explanted.